Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account room 713. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom tech found the right head caster inoperable due to age. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012/2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the head caster to resolve the issue. Based on this info, no further action is required.